Event description:
Reportedly, the stapler only fired partially. The instrument transected tissue, however the staple line opened up post firing. The laparoscopy was converted to an open resection. The staple lines were resected and replaced with new staple lines using different staplers. Procedure: laparoscopic colon resection.